Event description:
During t2 tibial nail surgery, when the surgeon drilled the distal screw hole of the nail, the tip of drill broke. The surgeon was not able to remove the broken piece.

Manufacturer narrative:
Evaluation summary: the reported event that the cutting flute of the drill bit broke off could not be confirmed, since the device was not returned for evaluation. The instructions for cleaning, sterilization, maintenance and inspection include the following statements: ¿the useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. [¿] the cutting edge of the instrument should be inspected prior to clinical use. The cutting function could be restricted if the cutting edge or the tip of the instrument is damaged.¿ no corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The root cause of the reported event could not be determined as the reported device was not returned for evaluation. If any further information is provided, the investigation report will be updated.

Event description:
During t2 tibial nail surgery, when the surgeon drilled the distal screw hole of the nail, the tip of drill broke. The surgeon was not able to remove the broken piece.